Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
The motors go in reverse with out the user putting them in reverse and they are making a clicking noise.